Event description:
Device returned as part of to current field correction did not pass initial testing.

Manufacturer narrative:
(B)(4). Device evaluation pending. Initial report submitted due to potential malfunction in device which is part of a field correction (z-04383/88-2011).